Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The registered nurse (rn) stated that leak occurred during treatment when all lines and connections were secure and blood started to drip from the header onto the floor. The rn stated that the leak was external and the machine did not alarm. Estimated blood loss was less than 100cc's. The pt had no adverse effects. The actual sample was discarded and a companion sample was not sent to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.